Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding the patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was pain at the stimulator site and efficacy was intermittent. It was unknown what led to the event. It was noted that the patient was very bony. Impedances were all in range and the battery was good. The patient had been running stimulation at level 2-3x initial sensory. The device was relocated due to the pain at the site and the device was set at levels where the patient initially felt stimulation. It was unknown if the issue was resolved at the time of the report. The patient was in recovery and it was unknown if once healed if the device location pain would be resolved. They also needed time to see if the patient had efficacy with the programming that was done under the doctor's direction.